Event description:
The customer reported that the battery pins of the batter pca in slot a were bent. There was no report of patient involvement or that the unit failed to power up.

Manufacturer narrative:
(B)(4) 2014. This is considered malfunction of the battery pca as it failed to meet specifications. This is a reportable malfunction as should this malfunction recur it could cause or contribute to a death or serious injury, e.g. Failure to power up in an emergency situation thereby causing delay in therapy, loss of power, intermittency in power or unexpected shutdown. Problem statement: the customer reported that a small number of battery pins were observed to be damaged. They wanted to bring this to philip's attention. Confirmation of problem: there was no reported patient involvement. Conclusion: customer identified the issue, ordered the part and replaced the battery connecter pca.